Event description:
The physician reported that the pt died on (B)(6) 2013, due to an electrical storm. According to the arrhythmia and therapy history, several shocks were delivered on (B)(6) 2013. For some of them, a short charge time was displayed (1 second or less), or no charge time was displayed ("n/a", i.e. Not applicable). An explanation is required. The ICD was explanted and discarded (explantation date is unk). The associated rv lead is an isoline 2cr6, serial number (B)(4), reported under MDR # 1000165971-2013-00461.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. Analysis is pending.